Event description:
During a rotator cuff procedure, it was reported when the anchor was seated on the labrum, the surgeon had a problem sliding the white suture while trying to hold the knot and cut it off. The anchor and suture remains inside the patients shoulder. A back-up device was used to complete the procedure. There were no reported injuries or complications. Bone quality reported as good. Site prep was done with a shaver, 2.9mm drill and awl.

Manufacturer narrative:
One osteoraptor 2.9 w/ 2 ub white / blue insertion device was returned for evaluation. No visual anomalies were noted with the insertion device and it could not be functionally tested without the anchor and suture in an effort to replicate the failure. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).